Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Siemens has requested the paz (trace log), r1, and cx files for investigation. The customer has provided the paz files but stated no other files are available. The cause of this event is unknown.

Event description:
The customer reported discrepant ph, potassium and total hemoglobin results for one patient on the rp 500e when comparing results of two sample types, capillary and monovette. There was no report of injury due to this event.

Manufacturer narrative:
Siemens has completed the investigation: based on the investigation presented in this report, it can be concluded that the instrument and the co-oximetry, as well as the ph sensor and k+ sensor in the m-cart were working as intended in and around the time of the reported discrepant results based on the sensors' slope, calibration stability and recovery of aqc. The rp500e results from the suspect patient sample appear valid. The elevated rp500e k+ value reported for the escalated sample appears to be due to pre-analytical hemolysis. It is not uncommon for samples drawn by capillary to be more prone to hemolysis. The thb value associated with the escalated sample was flagged as ?: question result. This sample quality diagnostic message is triggered when something unusual is detected and indicates that the thb (as well as the fractions) for this specific measurement is suspect and should be carefully reviewed and retested. The customer must have the optional "display question results" feature enabled as that is the only way the questionable thb value of 4.4 g/dl would be visible to the customer. As the cx file was not available for review, it is not possible to determine the cause for the thb question result flag. It is recognized that sample collection using capillary devices is difficult and more frequently affected by pre-analytical factors including poor mixing of the red cells and/or coagulation which affects the measurement of thb. The thb for the second measurement was not detected as being questionable, and thus the thb was not flagged. The difference in observed ph is predominantly affected by pco2 difference between the two samples. The pco2 for the escalated sample is lower than the second sample and conversely the ph of the escalated sample is higher than the second, as to be expected based on the ph/pco2 acid-base relationship.